Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable cl electrode and na electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial cl result was 110.4 mmol/l (released as 110 mmol/l) and the repeated result was 99.9 mmol/l. The initial na result was 150.8 mmol/l (released as 151 mmol/l) and the repeated result was 138 mmol/l. The repeated results were believed to be correct. The sample was repeated because the customer was experiencing discrepant results with the other module and the customer decided to repeat all patient samples on this module. This medwatch will apply to the na electrode. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the cl electrode.

Manufacturer narrative:
The calibration and qc were acceptable. The field service representative cleaned the sipper and vacuum nozzles. He also replaced parts in the preventative maintenance kit. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.